Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited high pacing impedance and an increase in capture thresholds due to lead fracture. The patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition prior, intra and post procedure.